Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 a potential false positive result was obtained. There was no form of repeat or confirmatory testing reported by the customer. Bd has attempted to contact the customer multiple times for additional information regarding this event and the customer has declined to respond. There was no indication that results were reported our or any report of patient impact. (B)(4).

Event description:
It was reported while testing for sars cov-2 a potential false positive result was obtained. There was no form of repeat or confirmatory testing reported by the customer. Bd has attempted to contact the customer multiple times for additional information regarding this event and the customer has declined to respond. There was no indication that results were reported our or any report of patient impact. (B)(4).

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0234987. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.